Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device speaker was defective. The customer was provided a replacement device to resolve their issue. Based on the information available and the testing conducted, the evaluation could confirm the customers' alleged malfunction.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.